Manufacturer narrative:
The device was visually inspected and reddish residue was observed inside the pebax. No visual damage was observed. The magnetic sensor functionality was tested on the carto and the catheter was properly visualized. No errors were observed. Then, the force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and erratic force was observed. The cable was replaced with no resolution. The catheter was then replaced, the issue resolved with no patient consequence. The issue of erratic force is not reportable. This was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on (B)(6) 2018 scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of hole on the surface of the pebax has been assessed as reportable.